Manufacturer narrative:
.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, deployment difficulties occurred. The target lesion was an area of tight malignant stricture in the common bile duct. An rx ws permalume 10 x 80 stent had been advanced through "snug or tight" target lesion. During the procedure, the stent was partially deployed in the common bile duct, when the physician went to recapture the stent to reposition, it would not recapture in the sheath. They removed this device and upon inspection it looked like tissue stuck inside the stent catheter prevented the device from recapturing the stent. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".